Event description:
A peritoneal dialysis registered nurse (pdrn) for a peritoneal dialysis (pd) patient reported that the patient was in the hospital for issues related to their lungs. Additional information was obtained through follow-up with the pdrn. The patient was hospitalized (date not provided) for a pleural effusion. During the hospitalization it was discovered that the pleural effusion was the result of a pleuroperitoneal leak. The patient was placed on temporary hemodialysis (hd) and subsequently underwent surgery to correct the leak. However, when the patient was restarted on pd therapy, it was discovered that the leak was not corrected. The patient continued to have fluid accumulating in the lungs. The patient was again placed on hd therapy. It is unknown if the patient will be able to resume pd therapy at a later date. The pdrn stated the pleural effusion was not caused by the liberty select cycler or other fresenius product(s), but due to the physical defect of the patient.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty select cycler and the patient¿s pleural effusion with hospitalization and subsequent diagnosis of pleuroperitoneal leak with transition to hemodialysis. However, there is no documentation in the complaint file to show a causal relationship between the use of the liberty select cycler and the patient¿s adverse event. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. A pleuroperitoneal leak is thought to be increased intra-abdominal pressure in the presence of an underlying congenital or acquired diaphragmatic defect. Based on the available information and no allegation of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s adverse event.

Event description:
A peritoneal dialysis registered nurse (pdrn) for a peritoneal dialysis (pd) patient reported that the patient was in the hospital for issues related to their lungs. Additional information was obtained through follow-up with the pdrn. The patient was hospitalized (date not provided) for a pleural effusion. During the hospitalization it was discovered that the pleural effusion was the result of a pleuroperitoneal leak. The patient was placed on temporary hemodialysis (hd) and subsequently underwent surgery to correct the leak. However, when the patient was restarted on pd therapy, it was discovered that the leak was not corrected. The patient continued to have fluid accumulating in the lungs. The patient was again placed on hd therapy. It is unknown if the patient will be able to resume pd therapy at a later date. The pdrn stated the pleural effusion was not caused by the liberty select cycler or other fresenius product(s), but due to the physical defect of the patient.